Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Attempts to obtain additional information and device were unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
Additional information received indicates valve was explanted due to prosthetic aortic valve endocarditis with large para annular abscess, annular vegetations and severe perivalvular insufficiency after an implant duration of three (3) months, 25 days. The explanted device was replaced with a 25mm aortic bioprosthetic valve in a bentall procedure utilizing a 6mm dacron graft. The patient left the or in critical but stable condition with an open mediastinal wound. The patient has a history of thrombocytopenia, hypothyroidism, ckd. Patient was admitted approximately three (3) months post operatively (21 days after discharge from avr) with cough, sob and hypoxia. She developed hypoxic respiratory failure due to fluid overload. Attempts to remove the fluid were unsuccessful due to persistent hypertension. Due to worsening hemodynamics and leukocytosis the patient got a tee that showed av ring abcess with partial dehiscence and ai. The patient had tested for (B)(6) prior to discharge three (3) months before. The event was complicated by moderately severe hypertension 3-4 systemic and worsening of pre-existing poor pulmonary airway compliance treated with milrinone and inhaled nitric oxide. Coagulopathy occurred post bypass and was treated with blood products. The patient also demonstrated abdominal compartment syndrome and was treated with decompressive laparotomy.

Manufacturer narrative:
Attempts to obtain additional event information and device have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted three (3) months, twenty five (25) days was explanted due to unknown reasons. The explanted device was replaced with a 25mm same model valve. There were no reported complications.